Manufacturer narrative:
Concomitant medical products: 1236t lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection and pocket erosion occurred approximately 11 weeks after the implantable pulse generator (ipg) implant procedure. The ipg device was explanted. No further patient complications have been reported as a result of this event.